Event description:
The customer reported that when the spo2 sensor is disconnected from the patient, they receive the inop banner at the central station but the mx40 device does not generate an alarm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.